Event description:
Was using proxabrush refills and the latch came undone and I swallowed it - I had to go to the hospital. I've made 7 other complaints about this in the past to you guys but nothing has been done.